Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Evaluation summary: directions for use indicate rubber dam use is required. The office used only cotton rolls for isolation, which is inadequate. By immediately rinsing patient the dentist prevented further injury. Method/results/conclusion code device has not been returned by customer. Device not returned

Event description:
Dentist called because he was doing a class v filling on tooth number 8 on a female patient in her early 30's yesterday (B)(6) 2014. The patient had complained of sensitivity prior to the dental work and he placed gluma desensitizer power gel on the prep. He said her upper lip dropped down on top of the area and she immediately complained of a burning sensation. He washed it off immediately and re-read the directions for use. I asked if he would like the msds and he said no, he has it. The patient called today and said she has a dime sized ulcer on her upper lip. He was not in the office at the time I spoke to him and I asked if I could call back tomorrow and get the lot number and more specifics on the treatment. He asked me to call him tomorrow. (B)(6) 2014. Left message for the doctor on answering machine. Rdp this is a serious injury (as defined in 21 cfr section 803.3) and requires intervention to prevent potential permanent harm to a body structure. This is a reportable malfunction according to 21 cfr 803.50 (a) (2) which states that you must report to us no later than 30 calendar days after the day that you receive or otherwise become aware of information, from any source, that reasonably suggests that a device that you market has malfunctioned and this device or a similar device that you market would be likely to cause or contribute to a death or serious injury, if the malfunction were to recur.